Event description:
It was reported, that the balloon burst when inflated. The issue was found during the diagnostic endoscopy procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned as the device was thrown away at the user facility. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported balloon burst upon inflation issue could not be determined, as the device was not returned to olympus for evaluation. Olympus will continue to monitor field performance for this device.